Event description:
The device was returned for vr encoder failure. The vr encoder has no physical or mechanical forces preventing proper actuation and is properly springing outward to mate with cassettes. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and a minor pump problem arose. This minor pump problem did not prevent the infusion from finishing as normal and was determined to be part of the electrical hardware failure discussed in a different complaint. The actual infusion was able to be completed successfully. As the vr is moving correctly and performing infusions correctly this complaint could not be confirmed.

Event description:
The following has been reported: biomed reported: received a pump failure yesterday and went to check on the dashboard, this error was found 'system failure - in safe state 1: (details: flow control status failure).' "No patient harm and will try and get the logs" customer followed up for logs and 10 digit serial number. 10/8 customer reported: "haven't figured out how to get the logs, but serial number is (B)(6)." 10/09/2025- biomed reported that they cannot download logs. 10/10 fresenius kabi representative help the customer download logs. A preliminary review identified the following issue: sensor hardware failure (vr encoder). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.